Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for failed back surgery syndrome. Information was reported that the patient stated he had radio frequency done and experienced 2 large shocks. The patient stated he was partially sedated when this happened so this is what he can remember. The patient stated he did check his device with his patient programmer (pp) two days later and he saw elective indicator removal (eri) and then end of service (eos). No further complications were reported. No additional patient symptoms were reported.